Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cesarean section with tubal ligation, the surgeon reported that the tissue were sticking to the jaws, but the jaws was not stuck, it could be opened and closed. However the seal was compromised when they pulled the jaws from the seal. 24 hours post-op, patient developed bleeding in the abdomen and was admitted into the operating room and transfused with blood. Patient had recovered and was discharged from the hospital.